Event description:
It was reported that steam pops occured. A 7.5x110x2.5 open irrigated quad lgr was selected to treat the target lesion for a flutter ablation procedure with settings of 40ºc and 40 watts. During the procedure, it was observed that 3 steam pops occured. No char or coagulum was noted on the catheter. The procedure was completed with this device. There were no patient complications reported and the patient is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).